Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels of 38mg/dl. The customer believed that their bg levels were caused by a gluten intolerance. The customer consumed juice or candy to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer contacted their healthcare provider and adjustments to the customer's settings were made to prevent low bg levels.